Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and noise reversion. The ra lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.